Event description:
It was reported that during the pre-implant set up of this subcutaneous implantable cardiac defibrillator (s-ICD), repeated telemetry issues were noted. However, the physician proceeded with the implant and the device pocket was closed. The automatic set-up tool was unable to be performed due to the failed telemetry. The programmer was exchanged to attempt to mitigate the issue, but the telemetry difficulties persisted. The physician subsequently explanted the s-ICD to resolve the event and no additional adverse patient effects were reported. The device was received and is currently pending analysis completion. Once the investigation is complete, this record will be updated with results.

Manufacturer narrative:
The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the pre-implant set up of this subcutaneous implantable cardiac defibrillator (s-ICD), repeated telemetry issues were noted. However, the physician proceeded with the implant and the device pocket was closed. The automatic set-up tool was unable to be performed due to the failed telemetry. The programmer was exchanged to attempt to mitigate the issue, but the telemetry difficulties persisted. The physician subsequently explanted the s-ICD to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that during the pre-implant set up of this subcutaneous implantable cardiac defibrillator (s-ICD), repeated telemetry issues were noted. The automatic set-up tool was unable to be performed due to the failed telemetry. The programmer was exchanged to attempt to mitigate the issue, but the telemetry difficulties persisted. The physician subsequently exchanged the s-ICD to resolve the event and no adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the b5 for more information regarding the specific circumstances of this event. This report is being sent to correct b1, b2, b5, h1, and h6.

Event description:
It was reported that during the pre-implant set up of this subcutaneous implantable cardiac defibrillator (s-ICD), repeated telemetry issues were noted. It was previously stated that the physician proceeded with the implant and the device pocket was closed, but it was later clarified that the pocket was not closed during this attempted procedure. Additionally, the automatic set-up tool was unable to be performed due to the failed telemetry. The programmer was exchanged to attempt to mitigate the issue, but the telemetry difficulties persisted. The physician subsequently exchanged the s-ICD to resolve the event and no adverse patient effects were reported. The device was received and is currently pending analysis completion. Once the investigation is complete, this record will be updated with results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. Visual inspection identified no anomalies and it was confirmed that the device battery had 100% remaining capacity. A firmware update was attempted, but the programmer subsequently began beeping and an alert was received, indicating that the device connection could not be established. After the third attempt, the s-ICD successfully connected to the programmer and the firmware update was completed. Automatic set-up was then performed, but the device disconnected again. However, when the s-ICD was interrogated via an implant verification assistant (iva), no connection difficulties were observed and the device remained connected for over twenty minutes. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Normal device defibrillation and sensing were observed. The laboratory attempted to discern whether the loaded firmware version could be impacting the ability of the s-ICD to establish a connection by manually loading four different versions of the device firmware. No connection issues were observed when attempting programmer interrogation when the device was loaded with the first two firmware versions that were attempted. However, when the next two were tested, repeated programmer and device disconnects were observed and connection was unsuccessful, despite multiple attempts. Analysis concluded this device was exhibiting some type of interrogation issue but the exact root cause was unable to be determined.

Event description:
It was reported that during the pre-implant set up of this subcutaneous implantable cardiac defibrillator (s-ICD), repeated telemetry issues were noted. It was previously stated that the physician proceeded with the implant and the device pocket was closed, but it was later clarified that the pocket was not closed during this attempted procedure. Additionally, the automatic set-up tool was unable to be performed due to the failed telemetry. The programmer was exchanged to attempt to mitigate the issue, but the telemetry difficulties persisted. The physician subsequently exchanged the s-ICD to resolve the event and no adverse patient effects were reported. The device was received for analysis.